Manufacturer narrative:
(B)(4). Date sent: 04/17/2020. D4: batch # t5e667. Device analysis: the analysis results found that the ecs29a device arrived with no apparent damage. The breakaway washer uncut and indented and there were no staples present. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. Before firing the device the orange indicator should be fully within the green range of the gap setting scale and the safety should not be released prior to firing. Also, if the firing sequence is not fully completed (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested, and the following was obtained: where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Low b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Unsure. Was the device difficult to close? No. Was the device difficult to fire? No. Did the healthcare professional receive audible & tactile feedback when firing the device? No audible / tactile feedback. Were the donuts inspected? If so, please describe. The device was removed and a new device was obtained and the anastomosis re started with success ¿ no donuts obtained from first attempt. Were there any staple formation issues identified? Yes, staples look unformed on lap. View, the device was removed with difficulty and the tissue trimmed with the unformed staples and a new device was obtained and the anastomosis procedure completed with this new device. Could you please clarify if there were any patient consequences? What is the current status of the patient? Discharged from hospital any changes to patient's post-op management? No.

Event description:
It was reported that firing the ecs29a in a low anterior resection and the washer was not cut - staples appeared deployed, anastomosis was over sewn. The procedure was successfully completed.